Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). The patient experienced a syncopal episode. Technical services (ts) was contacted and reviewed the available information. This ra lead remains in service. No adverse patient effects were reported.